Manufacturer narrative:
G4: 17sep2020. B4: 18sep2020. The manufacturer's field service engineer (fse) also observed the auxiliary alarm supply failed error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
The customer reported the unit won't power on. Originally the customer stated the display was blank and not ventilating, could not shut the unit off, and unit logged a 35 v supply failed error. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.